Manufacturer narrative:
Concomitant medical products: brd100r urethral supp sys, brd400hk to urethal supp sys, ugyka parietex ugytex ant mesh. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of cystocele, rectocele, and stress urinary incontinence. It was reported that after implant, the patient experienced pain, discomfort, urinary problems, and dyspareunia. Post-operative patient treatment included revision surgeries.